Event description:
Attempted to use the philips volcano refinity ivus catheter. After placement into the patient, there was no image, the catheter was replaced with another with the same result. The second catheter was removed and replaced with a different type ivus catheter with no issues. Manufacturer response for volcano refinity rotational ivus catheter, volcano refinity rotational ivus catheter (per site reporter), per report, site notified the mfg.